Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. The no delivery alarm functioning properly. The bolus wizard functioning properly per bolus wizard sample in the 551/751 user guide pump passed the dat at 0.08760 inches. Pump received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that she was recently hospitalized due to diabetic ketoacidosis. The customer also reported that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 371 mg/dl. Blood glucose level at the time of the call was 270 mg/dl. During troubleshooting, the insulin pump did not show any sign of malfunction. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.